Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot qualification or sterilization records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that he has been getting infections on his legs that look like pimples with swelling and redness. He went to his doctor and was prescribed antibiotics.